Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the gauge needle was stuck. An encore 26 was selected for use. During the procedure, the balloon was inflated; however, it was observed that the pressure gauge did not move. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual examination of the device noted the gauge needle was at 0atm. Functional testing was carried out using a bsc stopcock and noted that the gauge needle would not move above 0atm during the device locking mechanism test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge needle was stuck. An encore¿ 26 was selected for use. During the procedure, the balloon was inflated; however, it was observed that the pressure gauge did not move. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.